Event description:
The customer reported that the tubing casing broke off of the tube and wires were exposed.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the cable clamp on the c-arm.